Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device use issue "essure device x 3, two from left tube and 1 from right tube". The patient's medical history included grand multiparity, d & c, menorrhagia, dysmenorrhea and dyspareunia. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: left ostium: 4 coils protruding from the ostium. Right ostium: 3 coils protruding from the tubal ostium. On (B)(6)2015- the essure device was advanced as instructed and deployed. After the device was deployed it was noted that it had infect not deployed. At that time decision was made to use a second device to cannulize the left fallopian tube. The device was advanced as instructed. On deployment it was noted that there were 4 coils, protruding from the ostium and a portion of the. First device was visualized in the center of the coils. At that time, hysteroscopic grasper was used to remove the devices from the left fallopian tube. Once the devices were removed, a third essure device was advanced as instructed and deployed. On (B)(6)2019- essure device x 3, two from left tube and 1 from right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received. Previously reported event medical device removal updated to pelvic pain. Reporter, medical history, essure removal date and rcc added. New event added- essure device x 3, two from left tube and 1 from right. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essur removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.